Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customers blood glucose levels. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.